Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm occurred at 12:25 for a patient but the alarm was not transmitted for appearance at the central monitor until 15:35. No patient harm was reported; the device was in use monitoring patients at the time of the event.